Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead sustained damage during a revision procedure for an unrelated event. The ra lead fractured and a portion of the lead could not be extracted. The remaining portion of the lead remained embedded in the heart tissue of the ra chamber. At this time, the ra port on the device was plugged. This lead is no longer in service and the extracted portion of the lead will not be returned. No additional adverse patient effects were reported.